Event description:
During an atrial fibrillation procedure, the catheter did not connect to the generator resulting in an authorization error message, which resulted in a delay. The ensite system and the generator were reset and the catheter was reconnected multiple times without resolution. The catheter was then replaced with a non-abbott catheter (pulse select by medtronic) to resolve the issue. The procedure was completed with no adverse patient consequences.